Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed no evidence of a load step malfunction; however there were several loss of prime warnings due to low non-zero force on the reported event date. During testing, the pump powered on normally and displayed the verify screen. The pump was able to rewind correctly but during the load step the piston stopped after pushing out half the cartridge tank, duplicating the load step malfunction. The force sensor calibration was found to be out of specifications. The pump was opened and contamination was found on the force sensor plate and the force sensor resistance was found to be out of specifications.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly dispensed insulin during the load cartridge step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.